Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 26-oct-2020. The most recent information was received on 02-nov-2020. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain every day / worse during loadiing') in an adult female patient who had essure (batch no. He011pl) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6)2017, the patient had essure inserted. On (B)(6)2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("pain worse during sexual intercourse"), back pain ("low back pain") and abdominal pain upper ("gastric pain"). In 2020, the patient experienced wound dehiscence ("scar dehiscence 7 weeks post-op"). On an unknown date, the patient experienced adenomyosis ("adenomyosis "). The patient was treated with surgery (essure removal on (B)(6)2020 and essure removal on (B)(6)2020 (uterus, cervix and fallopian tubes removed)). Essure was removed on (B)(6)2020. At the time of the report, the pelvic pain, dyspareunia, back pain, abdominal pain upper, adenomyosis and wound dehiscence outcome was unknown. The reporter provided no causality assessment for abdominal pain upper, adenomyosis, back pain, dyspareunia, pelvic pain and wound dehiscence with essure. The reporter commented: she had her uterus, cervix and fallopian tubes removed. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-nov-2020: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 26-oct-2020. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain every day / worse during loading') in an adult female patient who had essure (batch no. He011pl) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("pain worse during sexual intercourse"), back pain ("low back pain") and abdominal pain upper ("gastric pain"). In 2020, the patient experienced scar ("scar dehiscence 7 weeks post-op"). On an unknown date, the patient experienced adenomyosis ("adenomyosis "). The patient was treated with surgery (essure removal on (B)(6) 2020 and essure removal on (B)(6) 2020 (uterus, cervix and fallopian tubes removed)). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, dyspareunia, back pain, abdominal pain upper, adenomyosis and scar outcome was unknown. The reporter provided no causality assessment for abdominal pain upper, adenomyosis, back pain, dyspareunia, pelvic pain and scar with essure. The reporter commented: she had her uterus, cervix and fallopian tubes removed. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.